Event description:
Pt reported that pt's back to back test readings on pt's ss meter obtained within 10 minutes of each other using separate finger sticks were 129,189,250 and 289mg/dl (75% difference). No symptoms were reported. Control solution test readings was in range. The meter was replaced. There was no allegation of harm.